Event description:
It was reported that a biliary metal endoprosthesis was implanted. This covered the whole neoplastic lesion on the choledoc, the mid-hepatic and emerged from 1cm inside the duodenum. The day after, the pt had abdominal pains. An abdominal scanner showed a pneumoperitoneum. Due to the suspicion of the perforation of the duodenum, an exploratory laparotomy was performed.